Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter. During the procedure, the physician found the px slim delivery microcatheter to be broken prior to using it. The px slim delivery microcatheter was not used and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the px slim delivery microcatheter was kinked approximately 2.5 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that a kink in the px slim delivery microcatheter was noticed during removal from the packaging tray. Evaluation of the returned product confirmed a kink in the proximal shaft. This type of damage typically occurs when the device is improperly handled during removal from its packaging or during preparation for use. These devices are 100% visually inspected for damage during process inspection and packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter. During the procedure, the physician found the px slim delivery microcatheter to be broken prior to using it. The px slim delivery microcatheter was not used and the procedure continued. There was no report of an adverse effect on the patient.